Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 260-316 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer did not respond to attempts to obtain additional information.